Event description:
It was reported that an angio-seal was used to seal the left arteriotomy post percutaneous transluminal coronary angioplasty and hemostasis was achieved. The next day, the pt came back to the hospital with groin pain. A pseudoaneurysm was discovered and a thrombin injection was given.

Manufacturer narrative:
No product was returned, a review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.